Manufacturer narrative:
H6 remove: 3221.

Event description:
It was reported that the that "when the pump is not powered on the screen will be distorted with a dark grey line running horizontally across the display. Customer has to depress the button several times for the screen to display normally when this occurs." Customers blood glucose was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.